Manufacturer narrative:
This is one of two device reports for this event. Add¿l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.